Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was unknown but was not thought to be device or therapy related.

Manufacturer narrative:
A4 - patient weight could not be provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information revealed that the death was reported in error and the patient was routinely transplanted on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.